Event description:
Breast retractor was utilized for 21 patients over a 5 month period when it was discovered that the retractor was not fully disassembled prior to cleaning and sterilization. The device described was purchased in (B)(6) 2017 for use by one surgeon. It was used from (B)(6) 2017 on a limited number of patients (21) during that time. It was discovered on (B)(6) 2017 that the device was not completely disassembled prior to cleaning and sterilizing. The instructions from the manufacturer stated to "disassemble or unlock for cleaning where applicable" but did not provide specific directions for which components could be removed. The instructions did not contain a visual representation of the item disassembled. Although two of the 21 patients developed infections it is unclear whether this event led to those infections. Disclosure was made to all patients involved and arrangements were made for appropriate blood borne pathogen testing.